Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector / communication faults) was confirmed. As received, the electrode belt failed the ECG fall-off test. Upon evaluation, the trunk cable connector was cracked and the -5v wire was open inside the trunk cable. The cause of the constant communication faults is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device had a damaged connector and was producing communication faults.